Event description:
It was later reported that the left ventricular (lv) lead dislodged. The patient experienced dyspnea, chest pressure, and fatigue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-52, implantable pacing lead, (B)(6) 2002; 694765, implantable tachy lead, (B)(6) 2008; d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead is scheduled for revision and possible replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced heart failure.